Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
-----

Event description:
Boston scientific received information that this atrial lead was not capturing and not sensing. However, impedance measurements were within normal limits. Lead dislodgement was confirmed via fluoroscopy and a revision procedure was performed. The lead was removed from service and successfully replaced. No adverse patient effects were reported.

Event description:
----